Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit received with the active insulin functioning properly. Pump erro alarm (variable 3) confirmed in the pump history due to broken pin 1 trace on u1 keypad assembly.

Event description:
The customer reported via phone call that the insulin pump alarmed hardware low level failures. The customer's blood glucose value was 90 mg/dl. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the pump. The insulin pump passed selftest. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.